Event description:
Customer reports to have been to the emergency room on (B)(6) 2014 with blood glucose between 330 mg/dl and 380 mg/dl. Customer was in the emergency room due to high blood glucose. Customer was treated with insulin drip and novolog. Customer was wearing insulin pump at the time of emergency room visit. Customer was in the emergency room for four and a half hours. Customer declined troubleshooting as insulin pump is working as designed. No further info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).